Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 months following the implant of this transcatheter bioprosthetic valve, the patient had multifactorial anemia and required the transfusion of four units of blood. No acute complications had occurred during the procedure. The patient also had acute renal failure with no treatment. Per the investigator, the complications were not device-related but were possibly procedure-related. The patient was discharged to a rehabilitation clinic on the same day as onset of anemia. No additional adverse patient effects were reported.